Event description:
Caller stated that medical attention was sought on (B)(6) 2024-around 7:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of 295mg/dl. A normal reading for that time of day is usually around 150mg/dl. Caller stated that she called her doctor due to getting a high reading and was told to go to the ER. Caller stated that she ate a breakfast of eggs, bread and butter. She also stated that she took her daily medications prior to going to the ER at 12 pm. Caller stated that she then went to (B)(6) located at (B)(6), fl 33813. She stated that when she arrived her blood glucose was 152mg/dl. Caller stated that she did not receive any treatment to raise or lower her blood glucose. Caller stated that she was given a scan of her stomach but declined to state why. There was no change to her blood glucose when she was discharged from when she arrived at the hospital. Caller stated that she was at the hospital for three hours. There was no additional information provided.